Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error unexpected restart test and displacement test. Pump passed the delivery accuracy test at 0.08715 inches. Device received with cracked case at reservoir tube window corners, reservoir tube window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose was 250 mg/dl 450 mg/dl. At the time of incidence. The customer¿s current blood glucose was 53 mg/dl. Customer experienced the symptoms like nausea, abdominal discomfort. The customer was treated with intravenous insulin and potassium, ran test. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.